Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 15 may 2020 revealed that the gears and collars needed to be replaced on the cutters. Cutter 1:5 and 2:1 failed due to an incomplete cut. Product repair. Repair of the device was performed by dover on 15 may 2020 which included replacement of the following: gear, bushings, left side plate, gears and collars on cutters additional repair included oiling the ratchet the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh on previously recovered cadaver skin. No adverse events were reported as a result of this malfunction.